Event description:
It was reported that the asymptomatic patient presented to clinic after receiving an alert for low, out of range, pacing lead impedance. The low lead impedance measurement was not reproducible in-clinic. The vibratory notifier was re-enabled. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.